Event description:
Procedure: wedge resection. According to the reporter: the jaws did not open after firing. The surgeon made a larger wedge with another device to get the tissue with the staple out. The operating room time was delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4)